Manufacturer narrative:
The philips bench confirmed that the battery would not be replaced under the warranty process. The dom / lot code was not recorded. The customer was advised to reorder a battery from the supplies department. The required information was provided to the customer.

Event description:
The customer's device was observed to have a defective battery. The philips bench made this observation when the device was returned for service. There was no reported patient involvement.